Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for non-obstructive urinary retention. It was reported that the trial patient had been in the hospital since sunday evening. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.